Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had a over-temperature message. No patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, type of investigation, investigation conclusions, component code), h11, e1 (event site email). A getinge field service engineer (fse) noted that the over-temperature message could not be duplicated during evaluation. The worn pressure tubing was replaced while servicing the unit. Parts will not be returned, as they have been scrapped.